Event description:
It was reported that the sys boot up failed. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the sys and reset the bios configuration settings. The system operates as intended.